Event description:
I had allergan natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants placed on (B)(6) 2017 as reconstruction from a bilateral mastectomy for breast cancer. I have since developed breast implant-associated anaplastic large cell lymphoma (bia-alcl) from these implants which were recalled in 2019 after the FDA recommended to allergan that they be recalled. I will be having the implants removed on (B)(6) 2024, and will find out about further treatment after pathology comes back. I am believed to be stage 1. Ref report: mw5152279.